Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-12 additional information was received from a healthcare professional. They reported that the cause of both issues were not determined, but it was likely due to the battery reaching end of service. The device was scheduled for replacement on (B)(6) 2025. Neither issue was yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. Gastrointestinal/pelvic floor. It was reported that the reason for the call was that the caller reported that a few weeks ago they saw a message on the handset that said internal device lost all data. The caller tried to connect to the implant with the communicator, but it would not connect. Helped the caller connect to implant and they were seeing device is not responding. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller was transferred by patient advocate and they will send a message to the manufacturer rep.